Event description:
We received a report from a physician who indicated that after implanting an intraocular lens the patient did not achieve the expected refractive outcome. He feels that the lens may have been incorrectly labeled. The physician re-checked his pre-operative calculations and does not believe that he made a mistake. Because the patient's pupil was miotic he used a malinger ringer to expand the pupil to perform the surgery. Pre-surgical topography revealed steepening of the central corneal but did not remind the physician of keratoconus. Patient's pre-surgery refraction was +2.00-1.00 x 075 20/40-. Post-surgery over-refraction -2.75 -1.00 x 075; distance visual acuity was finger counting, at 10" (inches) patient could see 20/20. At this time the lens remains implanted and the patient is wearing spectacles.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.